Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted the stylet was fully inserted through the length of the lead with no resistance.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead position was changed several times, after repeated operation the rv lead was kinked, the guide wire could not be inserted, and the lead could not reach target position. The rv lead was replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.